Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2010. The consumer experienced constant bleeding and abnormal pap. Ablation and leep (loop electrosurgical excision procedure) were performed. Cysts developed as well as endometriosis. Her right ovary became enlarged with a cyst that was also enlarged, and both needed removal as well as right tube in (B)(6) 2015. The surgery caused inflamed joint and displacement, which was causing pain and limiting activities even with physical therapy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant bleeding and an ovarian cyst that was so enlarged it was removed. An ablation was also performed. The surgery caused displacement (interpreted as device dislocation). The device dislocation is serious due to its medical importance and the genital bleeding and ovarian cyst are serious due to required interventions. According to the reference safety information for essure, this bleeding and device dislocation are listed while ovarian cyst is unlisted. In this particular case, the events occurred during essure use. Although the temporal relationship is compatible, considering the nature of events and the localized action of essure, the constant bleeding and device dislocation could be caused by essure. However, it is unlikely that essure would cause the ovarian cyst (unrelated). This case is regarded as incident since a surgical intervention was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant bleeding and an ovarian cyst that was so enlarged it was removed. An ablation was also performed. The surgery caused displacement (interpreted as device dislocation). The device dislocation is serious due to its medical importance and the genital bleeding and ovarian cyst are serious due to required interventions. According to the reference safety information for essure, this bleeding and device dislocation are listed while ovarian cyst is unlisted. In this particular case, the events occurred during essure use. Although the temporal relationship is compatible, considering the nature of events and the localized action of essure, the constant bleeding and device dislocation could be caused by essure. However, it is unlikely that essure would cause the ovarian cyst (unrelated). This case is regarded as incident since a surgical intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.